Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 416 mg/dl, which was treated with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The father mentioned that the son changed the set three times and did not note any bent cannulas. A prime was performed and insulin successfully exited without any alarms. The customer was advised that the no delivery alarm may have been caused by a site issue. Further troubleshooting was declined at this point, and no products were returned or replaced.